Event description:
It was reported that the patient with this Inflatable Penile Prosthesis (IPP) went to the hospital because the product was not functioning properly. Two weeks later upon inspection, a crack was found in the pump connecting tube, so the pump was replaced. No patient complications were reported.

Manufacturer narrative:
Model Number/Catalog Number: 72404161,Batch/Lot Number: 1000527135,Model/Catalog Description: RESERVOIR 65ML PC,Unique Identifier (UDI) #: (b)(4).